Event description:
Information from intl. Clinical trial database. Coil nº6 partially implanted, and broken when attempt to retrieve it. Microcatheter has been removed and a 5cm piece of the coil was inside arterial vessel lumen. After attempt of removal of the coils with microsnare (bsc), failure to capture the coil and first snare broken. Piece of the snare retrieved with the use of a second snare (ev3). Coils implanted protruded after these complications through the stent meshes. On control angio, correct flow in carotid artery without distal embolisation. 12 hours later patient experienced massive diffuse subarachnoid hemorrhage leading to bilateral mydriasis and cerebral death on 10jan07. Coils used: model number: x-9-18-t10-mc, product name: nexus morpheus 3-d csr. X-8-25-t10-mc, nexus morpheus 3-d csr. X-8-15-t10-mc, nexus morpheus 3-d csr. X-7-21-t10-mc, nexus morpheus 3-d csr. X-7-15-t10-mc, nexus morpheus 3-d csr. X-6-20-t10-mc, nexus morpheus 3-d csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign country registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries, enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.